Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.510k # k082590.

Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on (B)(6), 2010 alleging that the onetouch ping meter has black marks on the display. The patient's diabetes is managed with an insulin pump. The product issue began on (B)(6), 2010 at 2 pm. It is not known what blood glucose reading she obtained or if the blood glucose reading on the subject meter. The patient reportedly had symptom of frequent urination; however, the patient does not recall when the symptoms started. At 5 pm, a blood glucose reading of "235 mg/dl" was obtained on another meter. The patient reportedly administered self treatment with insulin per the reported meter reading at the time of concern. According to the troubleshooting performed with customer service, the black marks issue on the display was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptom that can be associated with hyperglycemia after the display issue began.